Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced early recommended replacement time (rrt). The icm was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. An analysis of the hybrid revealed the device was confirmed to be in an rrt condition. No hybrid current drain anomalies were observed that would account for the battery depletion. Analysis of the battery revealed cathode material was found in the case liner, headspace insulator, and case internal surface. This material was found near the ft pin, potentially creating a conductive bridge between the cathode-potential feedthrough pin and the anode-potential cover, which could lead to an internal current drain and battery depletion. Leakage current measurements between the ft pin and case cover with and without the headspace insulator were measured to be 1.1 a and 0.7 a, respectively. The magnitude of this leakage current suggests that there was an additional shorting path between the ft pin and case cover with the headspace insulator in place leading to premature battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.